Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they didn't recall feeling stimulation when they had permanent implant put in. Patient stated that they did recall feeling stimulation when trial was put in and said they were awake then but during permanent implant they were put under anesthesia so they didn't remember much. Patient said permanent device had helped a little but patient wasn't receiving a 50% or better reduction in symptoms. Patient didn't feel stimulation, therapy was on. Patient said that manufacturing representative (rep), told them that it may take up to a week to receive as good of relief as the trial (patient said they were able to hold bladder for up to 3 hours during trial). Patient said that rep told them stimulation was set higher during trial because trial was only a couple days. Patient said that healthcare provider (hcp) told them it may take up to 4 weeks to get to good relief. Patient services (ps) redirected patient to hcp and emailed rep to notify of situation. No adjustments were made during the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.